Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery graft to support the 76 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. The 5.5 was inserted via the non-abiomed recommended intergard knitted graft. After the 5.5 was inserted the team gave heparin bolus and the activated clotting time (act) was 287seconds. After 1.5 hours of support there was bleeding observed at the graft access site. The team treated the bleed with surgical intervention, 2 stents placed, 4 units of blood infused, manual pressure held, and a sandbag was placed. The arm color was normal during all of the interventions and there was no right arm compromise. While on the impella support the purge solution consisted of d5w with sodium bicarbonate. Device performance remained within the expected range for the support level with reported flow at 4.0l/min on p-7. Of note there had been multiple heparin bolus given to the patient with the highest act being noted at 400 seconds. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The bleeding has resolved and pump remains on for support to date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
B1: per a review of the complaint file, added product problem. B5: added additional information regarding patient outcome. D6b: added explant date. H6: per a review of the complaint file, added a23.

Event description:
The patient survived.